Event description:
24 mm diamter x 14 mm diameter x 16.5 cm lenght aneurx bifurcated stent graft with xpedient delivery, system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels were moderately calcified and moderately tortuous. The aneurysm measured 4.5 cm in diameter. The pt has history of coronary artery disease with stent placemetn and irregular heart rhythm including atrial fibrillation. It was reported that the stent graft was successfully deployed without complications and the pt discharged three days later. The renal arteries were reported to be patent discharge pt experienced nausea and vomiting that was attributed to severe hypertension. A CT scan demonstrated that there was some degree of partial occlusion of the left renal artery by the stent graft and perfusion was slow to the left kindey with no evidence of infarction. The physician suggested that the stent graft may have migrated proximally and partially covered the renal arteries. About six weeks later the physician elected to explant the stent graft. Medtronic received the explanted stent graft and its analysis is pending. No additional clinical sequelae were reportd, and the pt is reported to be alive.